Manufacturer narrative:
The insulin pump was received with a cracked and bleeding lcd glass, a missing display window, a cracked case at the display window corners, a cracked reservoir tube lip, a broken off end cap, and a cracked case. They were unable to perform the idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, no delivery test, and the displacement test due to the damaged lcd. The pump was rattling inside due to a broken off vibrator motor.

Event description:
The customer reported via phone call that he was at work this morning and the clip broke on the pump. The pump fell 140 feet and the pump is broken. Customer was able to catch himself and he did not fall. Customer stated that it has been 3-4 hours since he has had insulin. Customer has not eaten yet and stated that he had 2 broken clips. Customer stated that since his blood glucose was high, he was dizzy and that is why it fell. Customer's blood glucose was 357 mg/dl at the time of the incident. Customer stated that the pump is rattling on the inside. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.